Manufacturer narrative:
The ge service rep conducted an onsite investigation. The batteries were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a percharge failure error message. No pt injury was reported.